Event description:
The customer reported the device shuts down during patient use. There is no reported adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.